Event description:
It was reported that customer experienced cgm error with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see error recur after reset, and successfully started new sensor session, with no additional follow-up needed.